Event description:
Device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon pushed the button, and the safety shield did not retract. There was no consequence to the pt.

Manufacturer narrative:
The instrument was cycled and it failed to arm. The weld depth was measured and the knife collar was found to be skewed, possibly causing the reporting arming failure. Co reviews each incident as it occurs in an effort to continuously improve the products.